Manufacturer narrative:
The ge service representative has repaired the system and the system is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a radiation protection test was performed on the 7700 system and the permissible tolerances of collimating are exceeded when the multileaf collimator is used. The radiation field is larger than the visible fluoroscopy image. The fluoroscopy image appears on the monitor shifted to the right. No patient injury was reported.